Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was conducted for potentially associated lot (h10k29013) and no exceptions were observed that were related to the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that in (B)(6) 2011, the patient experienced peritonitis. In (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment information was not reported. Dianeal therapy was ongoing. In (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient recovered from the peritonitis. An opinion of causality was not reported.